Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is now also reported that the patient is experiencing, stiffness, swelling and difficulty walking.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: vanguard posterior stabilized femoral, cat#: 183108 lot#: j3735940, biomet cruciate tray, cat#: 141234 lot#: j3790936, vanguard posterior stabilized tibial bearing, cat#: ep-183642 lot#: 113380, palacos bone cement, cat#: 00111314001 lot#: 83314477, palacos bone cement, cat#: 00111214001 lot#: 83724480. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08012, 0001825034-2017-08013, 0001825034-2017-08014, 0001825034-2017-08015. Remains implanted.

Event description:
It was reported that the patient is experiencing extreme pain in the knee. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.